Event description:
While using a drill, the tip broke off into the implant. The attending surgeon deemed it best and safest to leave the drill bit tip in place rather than extend surgery time and risk dislocating the joint implants.